Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation on her back under the electrodes. The patient's doctor provided her with some cream for the irritation. During a follow up the patient indicated that she saw a dermatologist who stated the patient did not have any infections, just an irritation from wearing the device. The dermatologist provided the patient with hydrocortisone cream to help with the irritation. The patient reported that the cream was helping the irritation. No allegation of a device malfunction contributing to the rash.